Event description:
It was reported, the surgeon implanted the sjm valve without incident. The pt was taken off pump and an intraoperative tee was performed which revealed a central leak. The valve was removed and upon inspection a tear in the leaflet was noticed which caused the prolapsed leaflet. Another manufacturer's valve was implanted, and the pt is reported to be doing well. Additional info has been requested.